Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 required maintenance. A field service engineer (fse) sourced the full height printed circuit board assembly from the field, reseated the cables and replaced the pyxis module board. The door module board was ordered and the fse subsequently replaced it, along with both sensors and the latch magnet. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer 6 requiring maintenance. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.